Event description:
It was reported that some of the buttons on the customer's insulin pump stopped working, after the customer changed the battery and received a battery out limit alarm. The customer's blood glucose was 383 mg/dl, which was treated with injection. The customer stated they tried a battery from a fresh package prior to calling and still experienced low battery life. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).